Event description:
On 2/28/97, co received notice that a co model 9400 series c-arm s/n 49-0562 malfunctioned during a pacemaker procedure. System operator attempted unsuccessfully to restore system funcionality. Procedure was postpone and pt moved to ICU. Field service engineer was able to diagnose and repair the malfunction. Fse tested/inspected and returned system to current specifications. Hosp reported procedure was completed on 3/03/97, with no reported adverse event, death, serious injury. Co opened a formal failure investigation of the reported event.